Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not shown on new server. A field service engineer (fse) reimaged the station and contacted customer support center, who confirmed that the database needed to be migrated from the old server to the new server. The reimage service appointment was completed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device not shown on new es server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.